Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and rash ("rash"). The patient was treated with surgery (pelvic surgery on about (B)(6) 2017). At the time of the report, the dyspareunia, migraine and rash outcome was unknown. The reporter considered dyspareunia, migraine, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on 29-oct-2019: with follow up information received on 29-oct-2019 it was detected that this record was a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and rash ("rash"). The patient was treated with surgery (pelvic surgery on about (B)(6) 2017). At the time of the report, the dyspareunia, migraine and rash outcome was unknown. The reporter considered dyspareunia, migraine, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.